Event description:
It was reported that during a ptca procedure, the tip of the pt2 guidewire broke off. The lesion being treated was located in the heavily calcified proximal ramus. The physician experienced difficulty wiring the lesion, however, he was successful. A taxus drug eluting stent was then deployed. While removing the pt2 guidewire, the distal end was sheared off and left in a small distal branch of the ramus. Another MFR's stent was deployed to secure the wire tip against the vessel. No pt complications were reported, and pt status was reported as 'fine'.